Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 19:58:19. During night drain cycle five, the patient's ultrafiltration reading was 606ml, indicating the home patient (hp) drained 606ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause was an inappropriate bypass of the caution: negative uf alarm. The ¿homechoice/homechoice pro apd systems patient at-home guide¿ gives instructions on how to bypass the caution: negative uf alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.